Event description:
Report received from (B)(6), stating that the device has bearing damage. The device is unknown if it was being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).